Event description:
It was reported that the patient presented in clinic for a lead revision on the lead. The physician elected to explant and replace the lead. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5148788.